Event description:
Device malfunction: unk. Symptoms/ae: site bleeding and hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while in the hospital the pt developed late site bleeding, producing a hematoma requiring a transfusion. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.